Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The data did not show any system notices or issues. The files confirmed balloon catheter, 2af284 with lot 74703 was used for eight injections without issue. There was no indication of a product malfunction, and no product was returned for analysis. A known clinical issue was encountered during the procedure.

Event description:
It was reported that during a cryoablation procedure, the patient exhibited phrenic nerve capture loss twenty-eight seconds into the first ablation. Phrenic capture attempts were attempted to no avail for forty-five minutes. The case was aborted while the patient was under general anesthesia. Post-operatively, the patient left the lab stable, without positive phrenic capture and no signs of respiratory compromise. It was noted that the patient performed a sniff test the following day which showed no positive phrenic or diaphragm movement on the right side. It was also noted that the patient would be monitored for respiratory insufficiencies and resolution to the right hemi-diaphragm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.